Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer overestimated the amount of insulin needed, and delivered too large of a bolus to address a blood glucose (bg) level. Subsequently, the customer¿s bg level lowered below 40mg/dl. In addition, basal delivery continued to be delivered as intended due to the basal iq software not being turned on to suspend insulin delivery when the customer¿s bg lowered. The customer consumed carbohydrates to address bg level. Recommendation was made to consult with health care provider regarding diabetes management.